Event description:
It was reported that p-wave undersensing was noted during follow up check. The lead was not able to be verified as bipolar. The patient will be monitored. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections: update initial reporter information. Edited event description for complete sentences and clarification. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and the data revealed no anomalies. At the time the episodes on the "save to disk" were collected, it appears sensing was working.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that p-wave undersensing was noted during routine followup check; lead not sensing in bipolar mode. Will monitor patient. The lead remains in use. No patient complications were reported as a result of this event.